Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now prompt occurred. The sensor was inserted into the arm on (B)(4) 2021. It was indicated that an alternate insertion site occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor now prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.